Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the case originated as a conversion of a unite tsa to a delta xtend reverse tsa. However, when dr. (B)(6) made incision the joint was full of puss. Ended up removing all components due to infection and will come back to reimplant the reverse when the infection clears. Original implants put in by dr. (B)(6). Loosening occurred at anchor peg glenoid at bone/cement interface. Depuy cement was used. Doi: (B)(6) 2017; dor: (B)(6) 2017; right shoulder.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot device history reviewed: 0 non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 4 additional reports, however no other incidents related to tendonitis. Total for lot number: 5 (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.